Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with discomfort in the scrotum. The patient complained of pump placement. The ipp was explanted and replaced. There is no additional information reported.